Event description:
The customer reported noticing a leak whilst priming the set. No pt contact occurred as this was identified on set up. The IV administration set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4).